Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosed de novo lesion in the mid left anterior descending (lad) coronary artery. A unspecified 1.5x12 non-compliant (nc) balloon dilatation catheter (bdc) was used for pre-dilatation at 12 and 14 atmosphere. A 3.0x18 xience alpine stent was implanted to treat the target lesion. Post-dilatation was performed using a unspecified 3.0x08 nc bdc at 12 and 14 atmosphere; however, a proximal edge dissection was noted. A xience xpedition stent was deployed to treat the target lesion successfully. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.